Event description:
The patient is implanted with 2 ipgs. The patient reported if she pressed on the ipg site, she experienced discomfort with stimulation off. The patient indicated she had lost a significant amount of weight. Surgical intervention was undertaken and both ipgs were explanted and replaced and the issue is resolved. Reference MFR report: 1627487-2015-26293 for the patient's second ipg. Device information is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).